Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " and "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. " and "material sensitivity reactions. " this report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-06966 /-07879 /-07880).

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date. Additional information received in the revision operative report noted patient underwent a left hip revision on (B)(6) 2014 due to protrusio of the hip. Revision operative report noted the presence of clear serosanguineous fluid, scar tissue, a deficient medial wall, loose acetabular cup, broken screws, and fibrous tissue. The modular head, liner and acetabular cup were removed and replaced. Patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient underwent a right revision procedure on (B)(6) 2007 and an additional right hip revision on (B)(6) 2008 due to protrusio of the hip. Osteolysis was noted in the (B)(6) 2008 procedure. The modular head, acetabular cup and liner were removed and replaced on both revisions.